Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when delivery device was removed the capsule was loosely attached to delivery device then fell off. The pt was not injured following the procedure.